Event description:
It was reported that the user experienced hyperglycemia with blood glucose greater than 400 mg/dl for several hours after a larger-than-usual meal with two standard meal announcements, with no visible set leaks or tubing kinks, and the event resolved after the user changed the infusion set and supplies. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary disruption of normal activities that resolved with user-led corrective actions and no need for professional medical intervention. Investigation included troubleshooting and user education regarding infusion set replacement and meal announcement practices. Investigation of this case revealed user-reported high glucose likely related to underestimation of meal size rather than a device malfunction, as glucose returned to range after supply change and no alerts or alarms were reported. It was concluded that the device operated as expected and that the event was attributable to use-related factors, specifically meal dosing assumptions, with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.